Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000266015 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device discarded.

Event description:
The hospital reported that the hst iii system (3.8mm) was prepared according to the proper procedure, but the seal fell off when the delivery system was withdrawn from the loading device. The seal was not loaded when pulling out the loading device. A new hsiii was issued and the operation was completed. There were no delays. The patient had no health hazards.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.